Event description:
Per info received: the valve was explanted due to paravalvular leak. The surgeon stated the valve was well incorporated in the annulus. There was one area with paravalvular leak which the surgeon believes was caused by multiple surgeries on the mitral valve.